Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a 13 cm (5") appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿, rotating luer lock. The device's port was reportedly leaking an unspecified IV fluid after inserting a cannula. The medical team was informed and the device was changed out with another one of the same lot number and there was still leakage. Upon swapping out to the other port, there was no leakage; therefore, they removed the leur lock extension set 2 clamps device and replaced it with a 3 clamps device with no further leakage. There was no report of any human harm. This emdr represents two occurrences of the same failure and same lot number during the same event.